Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.

Manufacturer narrative:
The investigation is not complete. Additional information has been requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2016-00046.

Event description:
Allegedly, the product was found to have expired at the time of surgery, there was no sterile alternative available, the surgeon decided to use the implant.